Event description:
The customer reported that the bedside monitors (bsms) recently stopped being displayed at the central nurse's station (cns). According to the customer, both units show comm loss on the cns.

Manufacturer narrative:
Details of complaint: the customer reported that the units recently stopped being displayed at the cns. According to the customer, both units show comm loss on the cns. The customer was not able to provide the sn for the other bsm unit. Technical service asked the customer to make sure that the units were powered on. The customer stated that both units had been powered down; however, once the customer turned the units on, the comm loss message went away. There was no patient injury reported. Investigation summary: communication loss is an error message notifying user of loss of network communication between the monitoring devices and the cns. The error message could be easily detected by the user, and they would be able to perform necessary monitoring adjustments which mitigates the issue. With the information available it is reasonable to determine root cause of communication loss were powered off devices. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 05/17/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; hi I am a biomed and not affiliated with the clinical side of this particular case. B6 attempt # 1: 05/17/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; hi I am a biomed and not affiliated with the clinical side of this particular case. B7 attempt # 1: 05/17/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; hi I am a biomed and not affiliated with the clinical side of this particular case. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bsm:. Cns:. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # (B)(4).

Event description:
The customer reported that the bedside monitors (bsms) recently stopped being displayed at the central nurse's station (cns). According to the customer, both units show comm loss on the cns.

Manufacturer narrative:
The customer reported that the units recently stopped being displayed at the cns. According to the customer, both units show comm loss on the cns. The customer was not able to provide the sn for the other bsm unit. Technical service asked the customer to make sure that the units were powered on. The customer stated that both units had been powered down; however, once the customer turned the units on, the comm loss message went away. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.